Event description:
It was reported device migration occurred.A left atrial appendage closure (LAAC) procedure was performed using a WATCHMAN TruSteer Access System (WAS) and a 24mm WATCHMAN FLX Pro LAA Closure Device and Delivery System (WDS). Transseptal puncture (TSP) was successfully performed with a VersaCross FXD catheter in an inferior/posterior location without complication. The VersaCross pigtail wire was advanced into the left atrium (LA), and the TSP sheath was exchanged for the WATCHMAN TruSteer sheath. The interatrial septum was then crossed multiple times ("flossed") using the WAS sheath, which was removed from the LA to allow intracardiac echocardiography (ICE) access. ICE was advanced into the LA for assessment of the left atrial appendage (LAA). The WAS was then brought back into the LA, and the dilator was exchanged for a pigtail catheter. Device sizing was confirmed using fluoroscopic imaging. A 24mm WDS was prepared and advanced into the LAA. Initial deployment was slightly distal, resulting in exposure of the inferior/posterior lobe. The Closure Device was recaptured and repositioned multiple times. A subsequent deployment was determined to be somewhat proximal, prompting further repositioning with additional forward pressure and orientation of the distal puck more anteriorly and deeper within the appendage. Following redeployment, Closure Device position appeared acceptable and a tug test was performed. The Closure Device appeared stable on both fluoroscopy and ICE imaging, with compression measurements of approximately 15% to 20%. Contrast injection demonstrated no peri-device leak. The device was subsequently released. After release, the physician observed that the device face appeared more open than desired, with increased shoulder exposure. Reassessment with transesophageal echocardiography (TEE) showed the device to be relatively proximal, although stable. Based on these findings, the physician elected to retrieve the device using non-Boston Scientific grasping devices (ONO, snare, and Raptor). The device was successfully captured and explanted without pericardial effusion or other complication. The physician elected to continue the procedure with a 20mm Closure Device; however, the device did not meet PASS (Position, Anchor, Size, and Seal) criteria and was recaptured and removed. A second 24mm WDS was then advanced and deployed multiple times. During these attempts, the patient became increasingly difficult to sedate, and the physician elected to terminate the procedure and reschedule for a later date. No patient complications were reported.

Manufacturer narrative:
This report was impacted by eMDR scheduled maintenance occurring July 22-27, 2026.